Event description:
Procedure: nephrectomy. According to the reporter: a piece of the rubber sealing part fell onto the surgical table. Not used on pt. Used other device.

Manufacturer narrative:
(B)(4)